Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified an explanted articular surface component covered in bio-debris. The device shows signs of wear with a sizeable part of the surface worn away. No product was returned therefore no further evaluations can be made. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: unk patella lot# unk. Unk tibial lot# unk. Unk femoral lot# unk. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision surgery due to poly delamination. The patella was also replaced at same time as poly replacement. No additional information available at this time.